Manufacturer narrative:
Additional information provided in section a1 patient sample ID: (B)(6), b5 sample ID added to incident description, d4 lot number, expiration date, and primary UDI. After further evaluation, the suspect medical device was changed from magnesium, list number 03p68-22, abbott gmbh, max-planck-ring 2, wiesbaden, deu 65205 to architect c4000, list number 02p24-40, abbott laboratories, 1915 hurd drive, irving, tx 75038. MDR number 3016438761-2024-00557-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. The initial result = 7.56 mg/dl, repeat result = 1.83 mg/dl (reference range 1.6-2.6 mg/dl). There was no impact to patient management. Update: patient sample ID: (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. The initial result = 7.56 mg/dl, repeat result = 1.83 mg/dl (reference range 1.6-2.6 mg/dl). There was no impact to patient management.